Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 15 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent a total right knee arthroplasty on (B)(6) 2000. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to wear. The bearing was removed and replaced.